Event description:
The patient was still experiencing loss of feeling in her right foot and left leg as well as a burning sensation in the groin. This started about 4-6 weeks after the pump was replaced and occurred a couple of times a week but now it's every day. The patient was at home in fair status. Other healthcare provider(s) were looking into the cause of the issue and wanted to do MRI.

Event description:
Additional information received later indicated that patient had a new pump implanted two months after (B)(6) 2011. The events noted in the previous reports were related to this new pump; specific information of the new pump was not provided. It was further added that this new pump was currently working well (the event related to the explant of previous pump serial #: (B)(4) has been submitted in MFR report # 3004209178-2012-05453).

Event description:
Additional information received reported that "something with the pump was not working properly and it was also the catheter which was not changed." Patient indicated the doctor said they should have changed the catheter in the (B)(6) 2011 surgery.

Event description:
On (B)(6) 2011, patient reported loss of sensation in right foot. As of the date of this report it was stated that patient had lost feeling in her right foot and part of her leg and it felt like someone put a "cigarette lighter" in her right groin. It was added that the healthcare provider (hcp) thought that 'something' was pressing on a nerve. Patient was to see hcp to determine cause of loss of feeling on right side. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the patient reported never having therapeutic effect. The patient stated that the pump had "not been working great" since having it implanted on (B)(6) 2011. The patient's pump had recently been refilled but did not provide the date. The patient's physician told her that the catheter needed to be replaced because it was resting on her groin. A replacement surgery was anticipated. The patient expressed concerns about her current physicians and was therefore seeking a new physician to replace the catheter.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2012-02597. (B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).